Event description:
It was reported that arctic gel pad was leaked.

Manufacturer narrative:
The reported event was unconfirmed since the product met specifications. Visual evaluation of the returned sample noted one opened, neonatal arctic gel pad kit present. All four pads were returned. Visual inspection of the pad surface noted no obvious visible observations such as cuts or tears in the foam. Visual inspection of the clear connectors noted no visible chips or deformities at the ends of all connectors. Visual inspection of the tubing for all the pads noted no kinks. Each pad was individually tested. All individual measured flow rates are outlined. A total of 4.02 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 30%, inlet pressure was -7.0psi. According the test method the flow rate was found to be acceptable for all returned pads. (Acceptable range > 2.4 l/min. M2). The product met specifications. The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not required as the reported event is unconfirmed. Corrections: d, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic gel pad leaked.